Event description:
It was reported by service report that the side rails were latched in the up position and could not be lowered. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Lock mechanism.